Event description:
The patient¿s mother reported that her son has been experiencing high blood glucose ¿all over.¿ he doesn¿t feel well, his vision is affected, his belly hurts, and he feels bad all over. She stated that about two weeks prior to her call he was in the emergency room with bg of 657 mg/dl. He was given fluids and released with bg of 200 mg/dl. She thinks something is wrong with the pdm.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the patient¿s hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall about 250 mg/dl, follow the treatment advice of your healthcare provider,¿ and advises to ¿investigate possible cause for hyperglycemia to avoid similar problems in the future,¿ after treating high blood glucose.